Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they experienced a loss or change in therapy. The patient wanted to change the program and said they were at program 2 at 2.3volts and it was not working at all. They had been on it for two week and they were having incontinence and leaking. If they increase from 2.3v then it hurts. During the report, they changed to program 4 at 1.5 volts and they did not feel it in the correct area and felt it in the cheeks. The patient noted, that in the past, they tried program 1 at 2.5v and program 3 at 1.5v. It was recommended that if the problems do not resolve then to follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient experienced a return of urgency symptoms on (B)(6) 2016, despite feeling stimulation in the correct area.

Event description:
Additional information received as healthcare professional reported that patient had the interstim turned up too high. Representative helped patient with reprogramming and they were getting use to use and settings. They had increased in urination and leaking in the night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.